Event description:
The nurse advocate states that the customer was unresponsive. She took his blood glucose on the customer's contour meter and the result was 129mg/dl. The paramedics retested him using different meter and the result was 30mg/dl. The difference between the readings fails in the "d" zone of the consensus error grid, making the difference clinically significant. No additional info was provided about the event so treatment was unk. New meter and strips were sent to the customer and he is to return his strips for eval.